Manufacturer narrative:
Additional information was received that the patient could be male/female, 5'6-5'8 in height, 120pds-210pds. However, it could not be clearly determined which patient details pertained to this event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device (vcd), the plug did not deploy and remained inside the device. Manual compression was used for less than 30 minutes. There was no patient injury. A diagnostic cerebral procedure was being performed. It was a follow up after a CT scan for a cerebral aneurysm. The user was a trained physician. The patient did not have any relevant medical history. The devices used with the mynx were non-cordis devices. A 5f non-cordis sheath was used in the procedure. The vessel was arterial, femoral artery, diameter was checked and within normal range for use, no vessel tortuosity, right groin, no pvd. The procedure was extended by four hours and the patient was recovered. The user shuttled down and all was normal. The advancer tube was not engaged or visible. The device was not returned for analysis. The product history record (phr) review of lot f1824701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip vascular closure device, the plug did not deploy and remained inside the device. Manual compression was used for less than 30 minutes. There was no patient injury and the device will be returned for analysis. A diagnostic cerebral procedure was being performed. It was a follow up after a CT scan for a cerebral aneurysm. The user was a trained physician. The patient did not have any relevant medical history. The devices used were a terumo, cook, boston scientific. A 5f terumo sheath was used in the procedure. The vessel was arterial, femoral artery, diameter was checked and within normal range for use, no vessel tortuosity, right groin, no pvd. The procedure was extended by four hours and the patient was recovered. The user shuttled down and all was normal. The advancer tube was not engaged or visible.